Event description:
New information was noted was that the right ventricular (rv) lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Correction: b5 for missing palpitations description.

Event description:
It was reported that the patient presented in emergency room (ER) with complaints of palpitations. Device interrogation revealed high capture thresholds and low pacing impedance on the right ventricular (rv) lead. No changes or interventions were performed. The patient was discharged from the hospital.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and low pacing impedance on the right ventricular (rv) lead. No changes or interventions were performed. The patient was discharged from the hospital after the procedure.